Event description:
A discordant result was obtained for thcg on a patient sample. The discordant result was reported to the physician. The physician requested a repeat on a new sample. The result of the new sample was different than the result obtained from the first sample. The lab reran the original sample and the result supported the result obtained on the new sample. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant thcg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result may have been contamination of the cuvette by dried serum from the ring cover. The sample probe vertical belt was defective, which may have contributed to the serum build-up on the ring cover. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.